Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an air gap in the tubing. Reportedly, the user primed the tubing successfully using 40 units, then changed the cartridge/infusion set, and resumed insulin delivery. The user's blood glucose level was 97 mg/dl.